Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not power on. No patient involvement was reported.

Manufacturer narrative:
Resolution and disposition: the customer declined repair at this time.

Manufacturer narrative:
Additional information: 02/11/2017 root cause : the failure of c56 prevented the power supply from operating on ac power. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.